Event description:
It was reported, that a cartridge alarm occurred during the load sequence. Additionally, it was reported, that insulin drips were not observed to be exiting the infusion set tubing, during the load fill process. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 135-140 mg/dl.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.